Event description:
Baxter investigation personnel reported an intermate in which the blue winged luer cap was separated from the device. This condition was observed during evaluation. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation by baxter. The reported condition of a separated blue winged cap was confirmed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Additional information: the root cause was due to operator error during the manual winged luer cap assembly process. As a result of this incident, awareness training for all applicable manufacturing operators was conducted in (B)(4) 2011.